Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited a failure to capture, failure to sense, and high pacing impedance. The lead was not used and replaced. The procedure was completed with no adverse patient consequences.